Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump seemed to be taking a long time to deliver a 5 unit bolus. After the bolus was delivered, his blood glucose level crashed to 60 mg/dl. His sensor and blood glucose readings were 10-20 points off. The customer stopped wearing the sensors because they caused a skin irritation that turned into an infection. The irritation occurred under the sensor's adhesive. He believed the infection caused some high blood glucose levels. The device was not returned.